Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported that a returned implantable neurostimulator (ins) depleted under 1 year. A request to verify whether it was normal battery replacement was made.

Manufacturer narrative:
Analysis for the device serial number (B)(4) found no significant anomaly. It was noted that the implantable neurostimulator (ins) battery was at normal end of life. Telemetry and output was noted as okay. (B)(4)

Event description:
Additional information received reported that the patient was doing well first I heard per the manufacturer's representative.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the early replacement indicator (eri) 2 days prior. The end of service (eos) message was seen (B)(6) 2014. The patient was reminded that longevity was dependent on programming and usage. The patient was informed that there was an option of getting a rechargeable device, but since she used more energy than average, it might require frequent charging. It was further reported that the patient stated her device hadn¿t been working for her for the last 6 months. The patient stated within the last 6 months, the device has sometimes and sometimes not worked for the patient. The patient stated it now doesn¿t work at all, that it went down in (B)(6) 2014. The patient did not feel stimulation. The patient again noted the eos. The patient did not know what the eos meant. The patient reviewed what it meant. The patient¿s physician was aware of this. The patient stated ¿shouldn¿t her battery have lasted at least 2 years?¿ it was again reviewed that longevity with non-rechargeable devices was dependent upon their settings. The patient stated she used her device 6 hours a day and the patient had been told by the physician it should last about 2 years. The patient as advised to follow up with their physician. It was further advised that a company representative interrogate and get impedances/parameters to run a calculation to determine whether or not the stimulator lasted as long as expected. Additional information was requested, if received, a follow up report will be sent.